Event description:
A customer contacted baxter (B)(4) to report that a blue clamp was not contained. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.